Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain 1 from an unknown location during their pd treatment. The patient reported receiving a watchdog timer error alarm during drain 1 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact stated they received a watchdog timer error alarm during drain 1 of treatment was cancelled. Upon checking the cassette door there was fluid leaking out of the door and onto the floor and there was fluid leaking from the external of the cassette. The patient¿s contact stated that the fluid leak was not discovered until opening the cassette door. The patient¿s contact stated that only the cassette was leaking and confirmed that the solution bag was not leaking and did not have any issues. The patient¿s contact confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient was issued a new cycler. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain 1 from an unknown location during their pd treatment. The patient reported receiving a watchdog timer error alarm during drain 1 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact stated they received a watchdog timer error alarm during drain 1 of treatment was cancelled. Upon checking the cassette door there was fluid leaking out of the door and onto the floor and there was fluid leaking from the external of the cassette. The patient¿s contact stated that the fluid leak was not discovered until opening the cassette door. The patient¿s contact stated that only the cassette was leaking and confirmed that the solution bag was not leaking and did not have any issues. The patient¿s contact confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient was issued a new cycler. The cycler is scheduled to be returned to the manufacturer for physical evaluation.